Manufacturer narrative:
Additional information was received that there was no information that can be obtained by bsn coming from the patient and physician. It was noted that the patient was dismissed from the practice due to payment issue and was not reliable in providing reliable information.

Event description:
A report was received that the patient was experiencing pain at her lumbar scar. The physician injected cortisone but the patient was still having pain.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at her lumbar scar. The physician injected cortisone but the patient was still having pain.